Event description:
Event description: after inserting the thruway, sentinal delivery was performed, but the wire got kinked and the device got stuck. The wire was removed outside the body together with the device. Since the wire could be pulled out of the device outside the body, a different device (different model) was used, and the procedure was completed. Shaping: no. Patient outcome: no patient injury.

Manufacturer narrative:
The device involved in the event was disposed; therefore, no physical or visual analysis of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that procedural and/or clinical factors have contributed to the event as reported. We reviewed the associated risk documentation relative to this product and confirmed that this incident is listed and that it is trending within the established occurrence threshold. Lake region's effectiveness of design verification activities brings the overall risk down to as far as possible. The lot number for the device was not provided at the time of this report; therefore, section d4 could not be completed, including the UDI number. Patient information was not provided; therefore, part a could not be completed. The sections left blank or unknown on this form could not be completed due to missing information. Attempts to gather further details to obtain additional information were made and no additional information was provided regarding this event at the time of this report. Should additional information be received, a follow up medwatch report will be submitted. Note: although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.

Manufacturer narrative:
This medwatch report is an update to the previous report to include the additional information in sections b5, b6, b7, d4, and h4. Adverse event problem code h6 (b) was updated to reflect the analysis of the production record for the lot number provided. Section h11 includes the results of the production record review. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested at (B)(6) medical and was determined to be acceptable. As noted in the device instructions for use (dfu), "free movement of the guidewire within the catheter is an important feature of a steerable guidewire system because it gives the user valuable tactile information. Test the system for any resistance prior to use." At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that clinical and/or procedural factors have contributed to the event as reported. Should additional information be received, a follow up medwatch report will be submitted.

Event description:
Additional information provided on 25 june 2025: question: listing and model of all other devices (not already listed) that were used during the procedure, include the model, brand name, sizes, etc. Answer: unknown. Question: what does the end user believe caused and/or contributed to the kink? Answer: there was poor compatibility with the sentinel device used. Question: product was reported as discarded. Is there an image of the thruway wire available? Answer: not available.